Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2015. A component of the superdimension system, case recordings were returned and evaluated. Evaluation of the recordings showed CT to body divergence in registration due to user interface. There was no problem found with the system.

Event description:
The site reported that during a superdimension procedure they were unable to complete a successful registration of the patient's lungs using the superdimension ilogic system and the physician cancelled the case. The patient was under general anesthesia and there was no report of patient injury, death or other serious adverse event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A component of the superdimension system, case recordings, has been received and is under evaluation. When the evaluation is complete a follow-up report will be submitted. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.